Manufacturer narrative:
Results: eval found that the nurse call receptacle is damaged and as a result, the nurse call cable does not have a secure fit when inserted into the nurse call receptacle. When the nurse call cable is wiggled, the nurse call test fixture toggles on and off. There are rattling sounds from inside the unit. Based on the nature and multiple areas of damage, it is possible that physical trauma (dropping, bumping, etc) caused the damage to the nurse call receptacle. Due to the damage likely being caused by physical trauma by the customer and the device being more than 2 years old, no corrective or preventative are necessary at this time. Ongoing trend analysis will continued to be performed for this issue, and any trends or excursions above control limits will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the alarm is not in working condition. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.